Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgery was performed on the patient's contralateral side only, leaving this side untreated. The original plan was to bridge 2 pipelines. It was very difficult to establish the pathway. Although phenom27 has been used, it was put in place by solitaire ab rivets later. The pipeline was not implanted at the intended location. The device jumped during deployment. The tip of the catheter was moved during deployment. There was flattening at the corner, and in the process of swinging and opening, it bounced and directly herniated into the tumor. The tip was placed in the smooth vessel. There was an idea to resheathing and catheter, but the inspection found that the 5.0-35 stent had frizz "at the" head end during the first massage and opening process and was damaged.

Manufacturer narrative:
Continuation of d10: g2: the country of the event is cn medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the deployment process, the stent fell into the sac due to the difficulty in opening it. After taking it out later, it was found that the tip end had been damaged during repeated pushing. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of cavernous sinus segment with a max diameter of 31mm and a 28mm neck diameter. The landing zone was 4.4mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was giant aneurysm of cavernous sinus dissection. Ancillary devices include a 8f codris sheath, 6f navien catheter, 5f puweisen microcatheter, and synchro14 0.18 guidewire.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the customer¿s complaints could not be confirmed, and the root cause could not be determined. It is possible that the patient tortuous anatomy may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.